Event description:
Report received from the USA stating that the device has a broken neuro-tip. The device was not being used during surgery. It is unk if injury or medical intervention occurred. No add'l info provided. The date of the event is unk.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "6.5cm adult crani attachment broken tip" was not confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).